Manufacturer narrative:
(B)(4); unknown; captured as awareness date. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done.

Event description:
It was reported that a linx device was explanted on (B)(6) 2020 because the patient requested removal. The physician stated the patient was asymptomatic, but honored the patient's request.

Manufacturer narrative:
(B)(4). Date sent: 02/16/2021. Device analysis: the analysis site received a 15-bead linx device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed due to patient request.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. Additional information received: there is no other information available.